Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient complained there was pain at ipg site following a fall she experienced approximately 3 months ago. Ipg was subsequently tilting and more mobile in the pocket. Surgical revision was performed (B)(6) 2020 to correct this, which was successful. No further complications were reported or are anticipated.